Event description:
It was reported, the pt experienced a loss of therapeutic effect. It was stated, the pt's device showed impedances of >4,000 ohms on some of the bipolar pairs. Troubleshooting was suggested, but an outcome was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)